Event description:
It was reported that the device will not power on. No patient involvement was reported.

Manufacturer narrative:
Other, other text: the device was returned with damage to the main pcb (printed circuit board). Voltage and continuity checks were assessed. When depressing the on/off switch, the device did not power up, the ac (alternating current) in-rush fuse was blown. The faulty fuse was replaced. Additional repairs were performed. Preventative maintenance was completed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.